Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("my hands and feet hardly looked like my own anymore because I didn;t recognize them without the swelling"), abdominal distension ("progress with the belly as it heals/bloating"), pain ("pain full body"), autoimmune disorder ("autoimmune issues") and flatulence ("gas"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, peripheral swelling, abdominal distension, pain and autoimmune disorder outcome was unknown and the flatulence had resolved. The reporter considered abdominal distension, autoimmune disorder, flatulence, pain, pelvic pain and peripheral swelling to be related to essure. The following information was received from social media autoimmune issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as gas. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("my hands and feet hardly looked like my own anymore bcaz I didn;t recognize them without the swelling"), abdominal distension ("progress with the belly as it heals/bloating"), pain ("pain full body") and autoimmune disorder ("autoimmune issues"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, peripheral swelling, abdominal distension, pain and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, pain, pelvic pain and peripheral swelling to be related to essure. The following information was received from social media autoimmune issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- autoimmune issues. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("my hands and feet hardly looked like my own anymore bcaz I didn;t recognize them without the swelling"), abdominal distension ("progress with the belly as it heals/bloating") and pain ("pain full body"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, peripheral swelling, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, pain, pelvic pain and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: pelvic pain female, pain full body were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm 10 days post and finally starting to feel normal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced peripheral swelling ("my hands and feet hardly looked like my own anymore because I didn't recognize them without the swelling") and abdominal distension ("progress with the belly as it heals/bloating"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, peripheral swelling and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media content received : case category updated to serious incident. Reporters added. Event "medical device removal added". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.